Event description:
It was reported that post op a da vinci si hysterectomy procedure, the cable on the pk dissecting forceps instrument broke. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable at the distal clevis hub is frayed. There was no damage found at the clevis. The frayed segment is approximately 0.04 in length. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.